Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The doctor at the user facility reported burrs on the I/a handpiece, causing a mild vitreous prolapse, and a sulcus lens to be implanted.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.

Event description:
The doctor at the user facility reported burrs on the I/a handpiece, causing a mild vitreous prolapse, and a sulcus lens to be implanted.

Manufacturer narrative:
Root cause could not be determined as the sample was not returned and evaluated. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.